Event description:
Pt had tvt sling implanted in 2008 by dr (B)(6); 18 months ago, pt began having severe leg, groin and back pain. Pt states she feels sick all the time and has had at least twenty uti's, dr (B)(6) office is no longer in practice. She is taking lyrica for the pain with little effect. Pt states she was told there is a recall on the sling but is not sure.